Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault 197 and performance testing could not be reproduce the device fault. Based on previous investigations of similar complaints, it was determined that the error message was most likely due contamination of the flow sensor. The flow sensor was replaced to resolve the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) indicating the outlet flow sensor was jammed. There was no patient injury reported as a result of this incident.